Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator noted that the unit's lcd had a liquid crystal leakage. The tank was filled with water, a temp-check was attached, and the line cord was plugged in. The power switch was then turned on. The customer reported product problem was confirmed during testing. The pcb and lcd were replaced. The interlock block, which was stripped with threads was also replaced. Preventative maintenance was then performed. The device subsequently passed all functional tests. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the lcd had liquid crystal leakage. No patient injury or complications were reported in relation to this event.